Event description:
It was reported before and after drawing blood with the bd vacutainer® pst¿ gel and lithium heparin (lh) (B)(4) units blood collection tubes, there were air bubbles in the gel of an unspecified number of tubes. Sample recollection occurred and no additional consequences were reported.

Manufacturer narrative:
D.1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) (B)(4) units blood collection tubes. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for air bubbles in the gel with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of air bubbles in the gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode air bubbles in the gel. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.